Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the ins stopped working because they cannot use the ins recharger (insr) to charge. The patient was getting a warning screen on the patient programmer (pp) to recharge the ins. It was reported the patient was in pain and they always had pain. Bent connector pins in the desktop charger (dtc) were reported. A replacement insr and dtc were sent. No patient complications were reported as a result of this event.